Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575, batch no: 0210093. Date of incident: (B)(6) 2020. Number of defective product(s): 2. Concern description: difficult to flush/ advance plunger. As a result nurse thinks IV catheter not in place correctly. (But in reality the flush is defective)

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0210093. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported that 2 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 0210093. Date of incident: (B)(6) 2020. Number of defective product(s): 2 concern description: difficult to flush/ advance plunger. As a result nurse thinks IV catheter not in place correctly. (But in reality the flush is defective).